Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803. A DHR review for the product(s) related to this complaint has been completed and did not reveal any anomalies. The customer has stated that the product(s) related to this complaint will not be returned, however, this complaint cannot be fully investigated without the product(s). Per accepted dentsply sirona implants procedures this complaint shall be closed. If at any time the product(s) is returned to dentsply sirona implants, the complaint file shall be re-opened and a full investigation shall be completed. Since the root cause cannot be determined, no CAPA is required.

Event description:
In this event it is reported that a abutment screw - s atlantis abutment ti - fractured which led to a patient experiencing a dental implant loss.